Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The high resolution touchscreen monitor, the fluoro function circuit board, and the 24 v power supply were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
Numerous malfunctions were reported on the system 9800. The fluoro image was distorted and the touchscreen was failing. Batteries were low. Iris pot errors were intermittently displayed. On/off switch was sticking. C-arm vertical movement was intermittent. The cross arm was not moving smoothly. There was no adverse pt involvement reported. There was no pt info reported.